Event description:
It was reported that the customer had high blood glucose levels of over 400 mg/dl. The customer was hospitalized. The customer was wearing the insulin pump at the time of hospitalization. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).